Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level increased to 672 mg/dl with moderate ketones. And as a result, customer was transported to the emergency room (ER) by paramedics and was treated with intravenous fluids of saline and insulin to address elevated bg. Customer was released from the ER after 11 hours with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.